Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to a high blood glucose (bg) level of 344 mg/dl and high ketones. The cause of the high bg was unknown. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.

Manufacturer narrative:
Device not returned.